Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted. Reprogramming was recommended to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.